Event description:
It was reported by the aci sales professional that a male pt, which is in his (B)(6), underwent an interventional peripheral procedure on (B)(6) 2012. Peri-procedure the pt was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "the physician deployed the device per the IFU, and when the physician removed the white tube (advance tube), the sealant was stuck to the distal end of the white tube (advancer tub)". The physician deflated the balloon, removed the device, and converted the pt to 45 minutes of manual compression. Hemostasis was achieved. No further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physician investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1206802) indicated that the mynx lot met all established performance criteria prior to shipment.